Event description:
The customer alleged they received questionable glucose hk gen.3 (gluc) and creatinine results on their c501 analyzer for one patient. The customer provided data for one discrepant gluc result that was reported outside the laboratory. The customer stated that all the other assays tested for this sample were ok. All testing was performed on the same analyzer. The patient's initial gluc result was 21 mg/dl. The repeat result was 104 mg/dl. The repeat result was considered correct. The patient was not adversely affected by this event. The gluc reagent lot number was 67526101 and the expiration date was 04/30/2014. It was noted the patient's sample was tested in a micro cup. The sample was processed with a bar code and was not programmed as a micro cup. The field service representative found a damaged sample probe. He replaced the damaged sample probe. He verified the sample probe alignment in the service software. The customer performed a precision test with results meeting specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.